Manufacturer narrative:
The customer is handling samples according to the tube manufacturer's recommendations. On (B)(4) 2008 and (B)(4) 2008, customer ran qc a number of times and obtained both passing and failing results. A system check completed on (B)(4) 2008 passed within specifications. A field service engineer (fse) was onsite (B)(4) 2008: fse tested the mixer speed which was found to be out of specification low. Per the access service manual, mixer speed which is out of specification low and mixer pulley problems can lead to poor washing which can cause elevated results. Fse replaced the mixer pulleys. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events. This reportable event is related to previously submitted MDR #2122870-2008-242.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for several patients and elevated ckmb results for one patient. This report documents the results for one patient. Report number 2122870-2008-242 has been submitted for the malfunction portion of this event. The following reports document the results for the other patients involved in this event: 2122870-2011-00723, 2122870-2011-00712, 2122870-2011-00713, 2122870-2011-00715 and 2122870-2011-00716 \the patient was admitted to the hospital, but the customer confirmed that no death, injury, or change to patient treatment was reported in association with this event.